Manufacturer narrative:
H4: the lot was manufactured from april 28, 2021 - april 29, 2021. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter address:(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor had no flow during patient infusion; further described as "failed to run". The device had been filled with 3500mg fluorouracil in 115ml sodium chloride 0.9%. There was no line blockage noted. There was no report of patient injury or medical intervention associated with this event. No additional information is available.